Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3, b6: date of event.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide device via a 6f sheath after a carotid artery stenting procedure. Reportedly, the proglide suture was deployed without issue and the device attempted to be removed from the anatomy; however, the device was stuck. The delivery system was stuck to the skin. The suture was cut to release the proglide device. The knot was noticed to be trapped inside the device. In addition, it was noticed there were no white arrows on the sheath. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis, and visual inspections were performed on the returned device. The reported device entrapment could not be replicated in the testing environment as it was based on operational circumstances. The reported malposition of device-suture (failure to deploy suture) cannot be confirmed as some device components were not returned. The reported no white arrow on the sheath was not confirmed as the returned device analysis observed the artifact of the pad print on the device sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 1430 removed.